Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: control unit --- suction cylinder --- foreign body and insertion part --- distal end --- biopsy channel --- foreign materials. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a jammed red suction valve and suspicion of clip inside it. It's unknown when the issue occurred at. There were no report of involvement.